Event description:
Caller reported a cartridge alarm occurred during basal delivery. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.